Event description:
Customer reported receiving a button error alarm and a keypad anomaly on the insulin pump. Customer stated that she was unable to clear the alarm. She stated that she had been sweating a little and this may have led to the alarm. The blood glucose reading was not given. She also reported that some of the buttons on the insulin pump are stuck. She also reported a safety alarm that occurred shortly after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify alarm due to button response. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.